Event description:
A report was received that the patient was experiencing uncomfortable heating of the ipg during charging. It was also mentioned that the ipg was flipped and physician believed that the patient was physically manipulating the device. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was experiencing uncomfortable heating of the ipg during charging. It was also mentioned that the ipg was flipped and physician believed that the patient was physically manipulating the device. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.